Manufacturer narrative:
Concomitant medical products: 7299 ICD implanted: (B)(6) 2006; 419478 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was seen on the right atrial (ra) lead. The lead is still in use. No patient complications have been reported as a result of this event.